Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by a zoll sales representative (rep) that the autopulse platform powered off right after it was powered on. Zoll sales rep. Indicated that this occurred with a fully charged battery and stated that it seemed like the battery was making a poor connection. No patient involvement was reported. No further information was provided.